Event description:
It was reported that pump battery depleted too quickly, although pump did not shut down and customer did not provide specific data to support concern. There was no reported impact to the customer¿s blood glucose level. Customer indicated that pump had remained in malfunction state for at least an hour, which may have contributed to faster battery drain, and no additional corrective actions or technical support steps were documented.